Event description:
Physician was attempting angio-seal in left femoral artery. The device failed (did not completely stop bleeding) and the physician held manual pressure. The femoral artery was then noticed to be impalpable, pedal pulses palpated and dopplered on left without location of pulse. Right femoral artery access was then achieved. Emergent percutaneous transluminal angioplasty of the femoral artery was then initiated.during this procedure, it was noted that the foot and the collagen pad of the angio-seal was inside the artery, and this was determined to be the reason for the occlusion and thrombosis of the artery.